Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 29) with multiple cartridges during the load sequence. Customer's blood glucose level was 146 mg/dl. Ultimately, customer was able to load a cartridge onto the pump. Reportedly, the customer continued to use the pump for insulin therapy.